Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during debridement surgery, water failed to reach the handpiece of a versajet ii hydrosurgery system console. By the time this happened, the patient was already anaesthetized, and it was reported that a lot of time was lost in the operating room. The console started up properly. The purge was done, but there was no water in the handpiece. The procedure could not be successfully completed, for which it was cancelled and postponed. No injury caused to the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during debridement surgery, water failed to reach the handpiece of a versajet ii hydrosurgery system console. By the time this happened, the patient was already anaesthetized, and it was reported that a lot of time was lost in the operating room. The console started up properly. The purge was done, but there was no water in the handpiece. The procedure could not be successfully completed, for which it was cancelled and postponed. No injury caused to the patient.

Manufacturer narrative:
The investigation is now complete. The device was returned for evaluation and with no faults found, the event cannot be confirmed. A visual inspection observed signs of general wear and tear, the functional evaluation found no device faults. Utilizing a test handpiece, the device primed and operated within expected parameters. A documentation review has been conducted, confirming previous complaints of this nature, the device history and historical review have observed no manufacturing quality concerns. The risk files mitigate the reported event which is further delineated in the instruction for use (IFU). The root cause could not be determined as no fault was found. The IFU explicitly states to ensure that the device is fully primed and operational prior to the administration of anesthesia, to prevent unnecessary delays. No manufacturing related concerns have been identified, therefore no corrective action is deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.